Manufacturer narrative:
(B)(4). The incident device has been received and is under eval. When the device eval is complete, a follow-up report will be submitted.

Event description:
The customer reported that the knife trigger stuck and there was a missing "blade part." There was no injury and nothing fell into the pt cavity. Upon receipt of the device at covidien, visual inspection noted that the amodele material and seal plate were not on the device. However, all parts of the knife blade were accounted for.